Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product ot number. There were no non conformance issue(s) related to the described issue. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, five of the heartstring ii malfunctioned. One heartstring ii seal was cracked. The remaining four seals did not deploy. Replacement units were used to complete the procedures. The hospital did not report any pt effects. Refer to MFR reports #'s 2242352-2011-01552, 2242352-2011-01554, 2242352-2011-01555 and 2242352-2011-01556.